Event description:
Customer reports several instances of leaking filters at the air vent on their extension sets over the last two weeks. The leaks have occurred both while priming under the hood in the pharmacy, and on the nicu while giving tpn and lipids. This particular event was noted to be a continuous tpn infusion via peripheral IV at 4ml/hr over 24 hours. The extension sets are being used with b braun primary tubing and devices. No patient harm has been reported, however it has caused delay in therapy as the entire set-up must be replaced

Event description:
Customer reports several instances of leaking filters at the air vent on their extension sets over the last two weeks. The leaks have occurred both while priming under the hood in the pharmacy, and on the nicu while giving tpn and lipids. This particular event was noted to be a continuous tpn infusion via peripheral IV at 4ml/hr. The extension sets are being used with b braun primary tubing and devices. No patient harm has been reported, however it has caused delay in therapy as the entire set-up must be replaced.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the extension set noted no damages or issues. Functional testing of the set was performed, no leaks or any issues were observed. The root cause of the customer¿s report was not identified.